Event description:
It was reported that when the patient went through a courthouse security gate where the officer held a security wand right over her device for approximately five seconds, the patient felt a vibration sensation over the device. The patient stepped back and told the officer not to do that, but the office did not listen to her. The vibration went away after she moved back away from the wand and her therapy/device was fine now. Additional information has been requested, but was not available as of the date of this report. When received, a supplemental report will be submitted.

Event description:
Additional information received reported that the patient was still having concerns with the device or therapy, but had not sought further help.

Manufacturer narrative:
Product ID 37743, serial# (B)(4), product type programmer, patient; product ID 37092, lot# 265250001, implanted: (B)(6) 2011, product type accessory; product ID 3550-29, lot# n280025, implanted: (B)(6) 2011, product type accessory. (B)(4).

Event description:
Additional information received reported that patient was charging their implantable neurostimulator (ins) more than following the wanding event. In addition, it was reported that the patient experienced a warm sensation in and around the (ins) during recharging about 25 to 30 minutes into the session. The patient also stated that since (B)(6) 2012, they had actually been burned while recharging. The patient had not reported this event previously as they were too busy with family health issues. The patient had added additional layers of insulating material between the recharge antenna and their skin to minimize the burning but noted that this affected the efficiency connection. Also, the patient no longer had insurance and had not had their ins system checked for a 'long time.' If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Recharger: model 37752, serial (B)(4).